Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. Literature citation: al wahadneh, o. Et al. "Watchman device-related thrombus: a case report" american college of chest physicians. Doi: https://doi.org/10.1016/j.chest.2023.07.2638.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on a medical regiment of dabigatran. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The imaging showed that the closure device was well positioned and no thrombus present. The physician switched the patient from a dabigatran medical regiment to an aspirin and clopidogrel regiment following this follow-up. At an unknown time, post procedure, the patient presented to the hospital with dyspnea and physical exam was consistent with volume overload and was diagnosed with acute on chronic decompensated heart failure. Labs showed elevated d-dimer; pulmonary computed angiography of the lung confirmed the absence of pulmonary embolism however was concerning for a 6.5 cm thrombus in the left atrium involving the watchman device a tee was performed which showed a 3.1 x 3.0 cm thrombus attached along the crown of the closure device and protruding into the left atrium. Apixaban was added to clopidogrel with serial tee showing a reduction in thrombus size.